Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 110 mg/dl at the time of incident. Customer stated that they were able to clear the alarm successfully and also were able to rewind the insulin pump. Customer did not report an e70 alarm. Customer reported that the drive support cap was normal. Customer stated that the displacement test had failed no alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.